Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's educator was reported via phone call that, the customer had high blood glucose of 587 mg/dl and current blood glucose was 178 mg/dl. Customer treated high blood glucose with the syringe. The customer was unable to enter auto basal. Customer's educator stated that, due to not having much time customer will call us back to continue troubleshooting. The customer advised to call back as needed. The device will not be returned for analysis.